Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys brahms pct (procalcitonin) results for two patients. Patient 1 initial result was 0.483 ng/ml and the repeat result was 4.31 ng/ml. On (B)(6) 2017, patient 2 initial result was 1.25 ng/ml and the repeat result was 2.29 ng/ml. The repeat results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 204084. The expiration date was requested but was not provided. Based on the information provided, the customer did not perform good preanalytical handling of the sample including insufficient centrifugation, no sample mixing (tube inversions), and a very low sample draw volume. These are potential causes for erroneous low results. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.